Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A manager reported a patient undergoing an enhancement lasik procedure received the wrong treatment. The patient was treated in plus cylinder instead of minus cylinder. The patient is currently unaware of the error and will require another enhancement.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review can confirm user entered wrong treatment data. User treated patient with wrong treatment data. The manufacturer internal reference number is: (B)(4).